Event description:
It was reported that the device was exhibiting oversensing on the ventricular channel. Clinician performed limited isometrics but no noise was reproduced. At subsequent follow-up, no other electrical anomalies on the lead were observed. Lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.